Manufacturer narrative:
The insulin pump received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. No damage found on the lcd isolation tape noted. The insulin pump was received with pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case, missing end cap sticker, broken belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a blank display after inserting a new battery. The customer recalls that the device had been dropped and a crack on the battery compartment.. The customer's blood glucose level was unknown but was assumed to be around 261 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.